Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a dark discoloration/contaminant on the front panel, rear panel, and bottom enclosure, a small amount of dust contaminant on the blower seal and blower box, an unknown contaminant on the rear panel and bottom enclosure, liquid ingress on the blower and blower box, keratin-like contaminant on the blower box. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of contamination as well as signs of water ingress in the device. In the initial report section b5 was incompletely mentioned which should have been as below- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient also alleged coughing, nasal/throat irritation. There is no report of serious or permanenet patient harm or injury. Section d9, g3, h6 has been updated / corrected.